Event description:
It was reported that the patient tripped and fell inflicting a hard blow to their device. Interrogation of the device shows that a power on reset had occurred. The device was cleared. It was noted a few months ago that the patient's device was approaching elective replacement indicator. The device tested normal and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.